Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition placement of essure coil in left tube/left essure coil noted in the left cornua of the endometrial cavity/malpositioned left fallopian tube essure occlusion device left fallopian tube remains patent'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)/severe periods') and genital haemorrhage ('abnormal bleeding (general) unknown') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "extremely difficult to place essure" on (B)(6) 2013. The patient's medical history included heavy periods, abdominal pain lower, abdominoplasty, breast prosthesis implantation, miscarriage, grand multiparity, hyperplasia endometrial, gas, vulval lesion excision, abdominoplasty and tiredness. Previously administered products included for an unreported indication: aleve, prozac, miralax, vicodin es, ultracet, valium, ketorolac, ondansetron hci and diflucan. Concurrent conditions included pelvic pain female, menstrual migraine, pelvic discomfort, hair loss, menstruation irregular, menstrual cramps, post coital bleeding, anxiety, adjustment disorder with depressed mood, sleep disorder, hematometra, painful periods, breast pain, nipple pain, diarrhea, vaginal itching, vaginal burning sensation, excess sweating, hot flashes and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adnexa uteri pain ("pain; fallopian tubes"), skin disorder ("rashes or skin conditions type: random bumbs all over torso"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown/other injuries or complication: bowel issues") and dyspepsia ("digestive disorder") and was found to have hormone level abnormal ("hormonal changes describe: unknown") and uterine leiomyoma ("tumor/teratoma/cancer- type: fibroids"). The patient was treated with surgery (on (B)(6) 2013 underwent endometrial ablation and d&c and on (B)(6) 2013 removal of left coil/total laparoscopic hysterectomy & bilateral salpingectomy) and colonoscopy. Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, adnexa uteri pain, hormone level abnormal, skin disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, gastrointestinal disorder and dyspepsia had not resolved. The reporter considered adnexa uteri pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, nausea, skin disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: several coils of both implants noted near the ostium bilaterally. There were no complications noted during or immediately after the procedure (discrepancy noted per mr). Bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion(right tube occluded) other left side unsuccessful. Impression: malpositioned left fallopian tube essure occlusion device. The left fallopian tube remains patent. Satisfactory position of the right fallopian tube essure occlusion device with occlusion of the right fallopian tube. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- dysmenorrhea, fibroid, uterine leiomyoma. Concerning the injuries reported in this case, the following one were described in patient¿s medical record: device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2019: pfs and mr received- previously reported event ¿injury¿ updated to ¿malposition placement of essure coil in left tube/left essure coil noted in the left cornua of the endometrial cavity¿, events- extremely difficult to place essure, hormonal changes describe: unknown, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions type: random bumps all over torso, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fallopian tube pain, fatigue, bowel issues, abnormal bleeding(general), fibroids¿, concomitant conditions, medical history, reporters and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition placement of essure coil in left tube/ left essure coil noted in the left cornua of the endometrial cavity/ left fallopian tube remains patent') and menorrhagia ('abnormal bleeding (menorrhagia)/severe periods') in a 37-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "extremely difficult to place essure" on (B)(6) 2013. The patient's medical history included heavy periods, cramp in lower abdomen, abdominoplasty, breast prosthesis implantation, miscarriage, grand multiparity, hyperplasia endometrial, gas, vulval lesion excision, abdominoplasty and tiredness. Previously administered products included for an unreported indication: aleve, prozac, miralax, vicodin es, ultracet, valium, ketorolac, ondansetron hci and diflucan. Concurrent conditions included pelvic pain female, menstrual migraine, pelvic discomfort, hair loss, menstruation irregular, menstrual cramps, post coital bleeding, anxiety, adjustment disorder with depressed mood, sleep disorder, hematometra, painful periods, breast pain, nipple pain, diarrhea, vaginal itching, vaginal burning sensation, excess sweating, hot flashes and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general) unknown"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown/other injuries or complication :bowel issues"). In 2015, the patient experienced skin disorder ("rashes or skin conditions type: random bumbs all over torso"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("pain; fallopian tubes"), mood swings ("hormonal changes describe: unknown"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("digestive disorder"), hirsutism ("facial hair"), menstruation irregular ("irregular periods") and headache ("headache") and was found to have uterine leiomyoma ("tumor/teratoma/cancer- type:fibroids"). The patient was treated with surgery (on (B)(6) 2013 underwent endometrial ablation and d&c and on (B)(6) 2013 removal of left coil/total laparoscopic hysterectomy & bilateral salpingectomy) and colonoscopy. Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstruation irregular and headache outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, adnexa uteri pain, mood swings, skin disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, gastrointestinal disorder and dyspepsia had not resolved. The reporter considered adnexa uteri pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, menorrhagia, menstruation irregular, migraine, mood swings, nausea, skin disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: several coils of both implants noted near the ostium bilaterally. There were no complications noted during or immediately after the procedure (discrepancy noted per mr). Bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion(right tube occluded) other left side unsuccessful. Impression: malpositioned left fallopian tube essure occlusion device. The left fallopian tube remains patent; satisfactory position of the right fallopian tube essure occlusion device with occlusion of the right fallopian tube. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- dysmenorrhea, fibroid,uterine leiomyoma. Concerning the injuries reported in this case, the following one were described in patient¿s medical record : device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition placement of essure coil in left tube/left essure coil noted in the left cornua of the endometrial cavity/malpositioned left fallopian tube essure occlusion device left fallopian tube remains patent') and menorrhagia ('abnormal bleeding (menorrhagia)/severe periods') in a 37-year-old female patient who had essure (batch no. A45169) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "extremely difficult to place essure" on (B)(6) 2013. The patient's medical history included heavy periods, cramp in lower abdomen, abdominoplasty, breast prosthesis implantation, miscarriage, grand multiparity, hyperplasia endometrial, gas, vulval lesion excision, abdominoplasty and tiredness. Previously administered products included for an unreported indication: aleve, prozac, miralax, vicodin es, ultracet, valium, ketorolac, ondansetron hci and diflucan. Concurrent conditions included pelvic pain female, menstrual migraine, pelvic discomfort, hair loss, menstruation irregular, menstrual cramps, post coital bleeding, anxiety, adjustment disorder with depressed mood, sleep disorder, hematometra, painful periods, breast pain, nipple pain, diarrhea, vaginal itching, vaginal burning sensation, excess sweating, hot flashes and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage ("abnormal bleeding (general) unknown"). In 2014, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown/other injuries or complication :bowel issues"). In 2015, the patient experienced skin disorder ("rashes or skin conditions type: random bumbs all over torso"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), adnexa uteri pain ("pain; fallopian tubes"), mood swings ("hormonal changes describe: unknown"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), dyspepsia ("digestive disorder"), hirsutism ("facial hair"), menstruation irregular ("irregular periods") and headache ("headache") and was found to have uterine leiomyoma ("tumor/teratoma/cancer- type:fibroids"). The patient was treated with surgery (on (B)(6) 2013 underwent endometrial ablation and d&c and on (B)(6) 2013 removal of left coil/total laparoscopic hysterectomy & bilateral salpingectomy) and colonoscopy. Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, menstruation irregular and headache outcome was unknown and the menorrhagia, vaginal haemorrhage, genital haemorrhage, adnexa uteri pain, mood swings, skin disorder, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, uterine leiomyoma, gastrointestinal disorder and dyspepsia had not resolved. The reporter considered adnexa uteri pain, device expulsion, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, menorrhagia, menstruation irregular, migraine, mood swings, nausea, skin disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: several coils of both implants noted near the ostium bilaterally. There were no complications noted during or immediately after the procedure (discrepancy noted per mr). Bilateral tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion(right tube occluded) other left side unsuccessful. Impression: 1. Malpositioned left fallopian tube essure occlusion device. The left fallopian tube remains patent. 2. Satisfactory position of the right fallopian tube essure occlusion device with occlusion of the right fallopian tube. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; confirming- dysmenorrhea, fibroid,uterine leiomyoma. Concerning the injuries reported in this case, the following one were described in patient¿s medical record : device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs received- events- facial hair, headaches, irregular periods was added. Pt of the event hormonal level altered was updated into mood swing. Reporter information was added. Lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.